Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirms the reported event.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune ps femoral trial size 4 lt broke during surgery. No surgical delay. All pieces were retrieved from the patient.